Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval electrode belt sn (B)(4) was completed. Upon eval the electrode belt failed a defibrillator test. The cause for the failure was isolated to corrosion on the therapy electrode interconnect cable crimps and no shorted processors u727 and u728 on the distribution node pca board. The root cause for the cable corrosion was likely ingress of an unk liquid. The root cause for the shorted processors could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.